Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog and 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (as high as 600 mg/dl). Correction boluses and insulin injections were used to address the high bg. After a week of high bgs, the customer went to the emergency room (ER) with a bg of 400 mg/dl and a high level of ketones. The customer was treated with intravenous fluids; no insulin was given. The customer left the ER the same day with a bg in the 200s mg/dl and was feeling a little better. The customer continued to have high bgs that day and reverted to using insulin injections to manage diabetes. The contact did not think the pump or supplies was the cause of the high bg; however, the customer's healthcare provider thought the pump was the cause. Tandem technical support reviewed the pump data and found that the pump had no apparent issues. It was noted that the cartridge was not changed for 4 days. The contact stated that the customer was changing the pump supplies every 2-3 days and was comfortable having the customer resume pump therapy.